Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump did not alarm when the cartridge was low on insulin. The reporter confirmed that the pump sounds were working on the pump; the only issue was the pump not alarming when the insulin was low. There was no allegation of an adverse event associated with the issue. This report is made because the alleged issue was no resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: a review of the pump¿s history showed that the low cartridge warning level was set to 10 units. The alarms history showed several low cartridge warnings; the last of which was recorded on 06/18/2013. The insulin remaining at the time was 10 units or less. During testing, a low cartridge warning was reproduced. The appropriate sound was emitted and the correct message was displayed on the screen and the warning was accurately recorded in the pump¿s history. The units remaining were correctly calculated and added to the pump¿s history. The pump was exercised for 24 hours with no alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.